Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with insulin pump was used as treatment due to sensor issue. Customer blood glucose level was around 500 mg/dl. Customer confirmed about used insulin pump system within 48 hours of reported event. Troubleshooting was performed for  high blood glucose readings and customer confirmed about not used of the minimed 670g/770g/780g system with the auto mode/smartguard feature actively at time of high blood glucose event. Customer was advised the insulin, reservoir, and infusion set will be replaced. The products will not be returned for analysis.